Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was observed that the lens appeared to be cracked or scratched. The lens was not implanted and was disposed. The surgery was completed on same day with unspecified replacement lens.additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; a batch review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).